Event description:
This event is reportable based on the product analysis. The 90% stenotic de novo lesion was located in the severely calcified and severely tortuous left anterior descending artery. The vascular access site was femoral artery. During the advancement of 2.5x28mm taxus liberte drug eluting stent delivery system, the physician encountered significant resistance and was unable to cross lesion. The physician advanced a 2.25x20mm and a 2.25x24mm taxus liberte stent delivery system to the lesion, but was unable to cross with either of these devices. There were no patient complications. The procedure was completed with a plain old balloon angioplasty. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual examination of the returned unit revealed proximal stent damage. Some of the distal stent struts were misaligned. A visual and microscopic examination found that the hypotube had kinked approximately 15.9cm distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The stent had moved 3mm from the distal side of the proximal markerband. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended size product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.